Manufacturer narrative:
The broken proximal portion of the catheter was returned with approximately 14 cm of the distal tip missing. The catheter was evaluated and was found to have separated due to tensile failure. Based on the findings, the separation of the catheter likely occurred during extraction from the treatment site, when the device was pulled beyond 20cm limit noted in the instructions for use.

Event description:
After avm embolization, it was reported the catheter broke, when it was being withdrawn. A segment was reported to have been left in the patient. No patient injury reported.